Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where was some type of av block that occurred during the 1/4 turn. The patient left the lab with a temporary pacer. The patient received a permanent pacemaker on pod 2 and then was discharged on pod 3.

Manufacturer narrative:
The complaint for device and/or guidewire negatively interacts with conduction system was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the internal image evaluation, there seemed to be interaction between the dds/dock and the junction between the anterior medial left atrium and the mitral annulus. However, it was noted that the EKG appeared stable both at baseline and in all the images provided, with the final EKG unavailable as it appeared to be disconnected. As such, the allegation of conduction abnormalities was unable to be confirmed. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.